Event description:
It was reported that approximately six months after deployment of a vascular stent in the sfa, imaging demonstrated an occlusion within the stent, and a fracture was seen in the proximal segment of the stent. Balloon angioplasty was performed to treat the occlusion and another vascular stent was successfully deployed inside the fractured stent. There was no reported patient injury.

Manufacturer narrative:
The lot number was not provided; therefore, a review of the device history records could not be performed. The stent remains implanted and the delivery system was discarded by the user facility. The investigation is currently underway.